Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-02873.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR. Report#: 1627487-2019-02873. It was reported that the patient experienced an infection. As a result, the patient underwent surgical intervention during (B)(6) 2018 wherein the scs system was explanted ( exact date of explant is unknown). In turn, the patient was prescribed oral antibiotics. Reportedly, the infection was cleared.